Manufacturer narrative:
(B)(4)

Event description:
It was reported "during insertion of a cvc into the right subclavian vein, the needle hub cracked. No harm to the patient due to careful handling by the user". As a result, the customer changed to a new set. The current condition of the patient is reported as "critical" due to the disease not the defect.

Manufacturer narrative:
Qn#(B)(4) the customer provided two images for analysis. The images show the product lidstock and a separated needle hub. The customer returned one introducer needle and the product lidstock for analysis. Visual analysis revealed that the needle hub was broken and separated. The distal end of the hub was still adhered to the needle cannula. Microscopic examination confirmed the damage. The hub separation point appeared smooth. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a broken and separated needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant requirements. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during insertion of a cvc into the right subclavian vein, the needle hub cracked. No harm to the patient due to careful handling by the user". As a result, the customer changed to a new set. The current condition of the patient is reported as "critical" due to the disease not the defect.